Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ following his implant, patient suffered and will continue to suffer in the future, numerous personal and economic injuries, including fatigue, pain, suffering continued medical care and treatment. Patient has not yet scheduled an explantation of the asr hip implant. Plaintiff's preliminary disclosure form was received which identified part/lot information. There was no new information that would change the outcome of the investigation. Sales rep reported revision surgery. Patient was revised due to recall. There is no new additional information that would affect the investigation. Litigation papers received. Litigation alleges patient suffered from excessive levels of chromium and cobalt levels in the blood. The head and the sleeve are being added to the complaint.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.